Event description:
It was reported that the device became detached from the core wire. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa of the patient. The physician performed two partial recaptures to optimize the device position and during the third deployed the closure device became detached from the core wire of the wds. The closure device was released in an acceptable position with no leaks or gaps present. After evaluating the closure device for several minutes, the device remained stable and in the same position. The patient did not experience any complications as a result of this event.